Event description:
It was reported that the insulin pump keeps rewinding and alarming during the rewind process. The blood glucose reading is over 300 mg/dl. Customer treated with insulin pump. The drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. Scratched lcd window, cracked case on lcd display window corners and missing end cap sticker noted during visual inspection.